Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. The ventricular lead exhibited noise reversion episodes. The ventricular sensitivity would be decreased and the patient would be followed normally.